Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe plunger separated. The following information was provided by the initial reporter : the customer reported that when the hcp removed the plunger cap the plunger rod was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1144024. All inspections and challenges were performed per the applicable operations qc specification. There were two (2) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe plunger separated. The following information was provided by the initial reporter: the customer reported that when the hcp removed the plunger cap the plunger rod was separated from the barrel.